Manufacturer narrative:
Is based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received, indicated that patient underwent surgical intervention wherein the system was explanted.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient was experiencing pain at the ipg site as they had lost around 30 pounds of weight. To address the issue, surgical intervention is expected to take place at a later date.